Event description:
It was reported that during a ptca procedure, the maverick2 monorail balloon ruptured at 12 atms during pre-dilation. The number of inflations and to what atms is unknown. The lesion was located in the severly calcified and chronic total occlusion (cto) left circumflex artery. A maverick2 1.5 x 15mm balloon was used to successfully complete pre-dilatation. No pt injuries or complications were reported.

Manufacturer narrative:
The device has not been rec'd for analysis as of the date of this report.